Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be filed with additional information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ mitral regurgitation (mr) for a mitraclip procedure. During device preparation, two mitraclips had grippers that would not lower past 120 degrees. Troubleshooting was performed unsuccessfully. During the procedure, a mitraclip xtw was advanced within the patient and the gripper tip became entangled with the delivery clip handle shaft. Troubleshooting was performed successfully, but it the gripper tip continued to become entangled. The clip was not implanted. A replacement mitraclip was selected, it was advanced within the patient and the clip was implanted successfully. The procedure was discontinued. The final mr was reduced to grade 2+. There were no adverse patient effects or clinically significant delays reported.